Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that no actions or interventions have been taken yet due to their lack of transportation to get to the doctor's office to meet with the rep. The cause of the shocking had not yet been determined and had not yet been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated tha t on (B)(6) 2018 they felt electrical charges along their stomach even when the implant was off. They saw a nurse practioner (np) on (B)(6) 2018 but they did not check the implant or leads. The patient does not feel like their ins moved. The patient was calling because they do not know the name of their manufacture representative (rep) and wanted to obtain it. Patient services redirected them to follow up with their healthcare professional (hcp) to have a rep paged. No further complications were reported/are anticipated.